Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the sample. Analysis of the sample showed a blood stain on the needle flashback chamber, indicating it was used. The safety mechanism was partially activated with the tip shield fully through the cannula. No safety activation failure was observed, as the tip shield was able to be pulled forward to cover the sharp cannula tip. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd cathena 20gx1.25in winged bc needle retraction failure date of the incident: (B)(6) 2025 it was reported that, failure to activate the safety system on the catheter puncture canula. The device has been kept at the pharmacy and is available for examination if you wish: you can send a courier to the following address: (B)(6).